Manufacturer narrative:
The reported regurgitation due to leaflet qualities could not be confirmed. Morphological examination found the some superficial tears or cuts in the leaflet tissue at two stent posts with indentations, or a rolling effect. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. While one leaflet was found to be longer than its adjacent leaflets, all three leaflets met dimensional specification. The final shape and height of each leaflet is based on alignment during coaptation, and is the outcome of a rigorous manufacturing process that ensures consistent, optimal functional performance for each trifecta gt valve. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. The aforementioned damage to the leaflet tissue is possible evidence of inappropriate sizing, entrapment by suture, or stent deformation that could explain the observed intra-operative valvular dysfunction, but could also be the result of damage incurred at explant. The observed damage to the leaflet tissue alone does not appear to be significant enough to explain the observed intra-operative valvular dysfunction since the hydrodynamic functional testing performed on the returned valve showed proper leaflet coaptation and hemodynamic performance of all three leaflets. Temporary distortion of the stent due to external forces following aortic closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
Surgeon implanted a tfgt-23a valve and also replaced the ascending aorta. On the post op echo they observed moderate central ai through the valve. They chose to go back on pump and check the valve. Surgeon observed what he described as one leaflet appearing shorter than the other two which he thought contributed to the observed ai. They replaced the valve with a tfgt-21a as they could not fit another size 23 through the conduit in the ascending aorta. They successfully completed the procedure with no further issues. Patient is stable and recovering in the hospital.